Event description:
It was reported that three days post implant the left ventricular (lv) pacing threshold was intermittent at max device output. Therefore the lv lead was repositioned; however dislodged. The lv lead was removed and the lv port plugged. An attempt to place an epicardial lead will be done at a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.